Event description:
It was reported that a replacement ilet had a nonresponsive touchscreen area on the right side, preventing full screen unlock and access to the dexcom and gear icons, with no visible external damage. Symptoms included inability to interact with required on-screen controls. Outcomes included disruption of device usability without alerts or alarms. Investigation included request for user-supplied video evidence of the screen behavior and proof of prior device return to support further evaluation and replacement. Investigation of this case revealed a recurring screen responsiveness failure consistent with a hardware user interface issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the touchscreen.